Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery makes a bad connection, and that sometimes the defib doesn't see the battery. There is no pt involvement.